Manufacturer narrative:
The event unit was returned for evaluation. Engineering was unable to confirm the customer's experience because the returned film did not match the alexis film. A review of the manufacturing records for the lot number provided reveal that the product passed all quality and manufacturing inspections. The root cause is unknown as the film returned did not match the unit returned. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "when dr. Tried to close the wound after the procedure, a piece of vinyl was found. Also, they found that the part of alexis sheath used looked damaged. The dr. Would like to know the piece of vinyl is from alexis. The doctor has been using the product since the beginning of the launch in the market, but he has never experienced such incident before."